Event description:
Reporter alleged the lancet device needle will not fully retract after use. It was not provided whether any actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.